Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed. The field service engineer (fse) confirmed that half height cubie drawers 2-1 and 2-2, along with all cubie pockets, were not detected on the bus. The fse observed that there were no indicator lights on the module controller or the drawer boards. The issue was isolated to the drawer board on drawer 2-2. The fse replaced the drawer controller and the module controller, rebooted the device, and configured the drawer. The fse then logged into the hardware test application (hta), ran tests on both drawers, and saved the results to the desktop. The customer inventoried both drawers, and the drawers and cubie pockets were confirmed to be functioning properly. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure was observed involving auxiliary drawers 2.1 and 2.2. The customer reported that the drawers were in a failed state. The station was rebooted and a recover storage space process was performed; however, the drawers continued to display failed and require maintenance messages. The device also indicated that the drawers were not detected on the bus, preventing normal drawer operation. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.